Manufacturer narrative:
No product was returned. Access site adverse event: the cause of the hematoma was not determined due to insufficient clinical details. 14 fr introducer passed all post sterile inspection checks.

Event description:
During the removal of the 14 fr peel away sheath from the right femoral artery, manual pressure was held prior to completion of sheath removal from the body. The repositioning sheath was then advanced with good hemostasis, no active oozing or bleeding noted. Quickly after the advancement of the repositioning sheath, a hematoma was visualized and intervened with manual compression with initial success noted in reducing the hematoma that had formed above the access site. The operator then adjusted the repositioning sheath to examine the integrity of the arterial hemostasis and quickly found that there was a largely growing medial hematoma, and decided to initiate device removal at that time in order to place a femstop for groin hemostasis. Prior to removing the device the operator performed an arterial angiogram to visualize the access vessel and found there to be a proximal dissection in the right femoral artery/ iliac. The device was successfully weaned and removed with manual compression and, femstop application to the right groin. The left femoral artery was accessed in order to properly image the right iliac and femoral arteries, and subsequently a covered stent was placed. Upon completion of the intervention, the groin hematoma was stable, femstop still in place, and the peripheral pulses remained in tact. The patient was noted to have a very large vessel with tortuosity, and no issues during the initial access process.